Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not charging and was observed to be depleting rapidly. The customer provided a blood glucose level of 138 mg/dl. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.